Event description:
It was reported that during a lap chole procedure, the clips were misfiring. The procedure was completed with another device. There was no patient consequence.

Manufacturer narrative:
(B)(4). Evaluation summary: the analysis results for the el5ml instrument found that the instrument was returned in good visual condition. The instrument was cycled and upon the second firing the advancer bypassed the clip causing 2 pear shaped clips, subsequent firings fed and formed conforming clips. A corrective action has been initiated to address the advancer bypass issue. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.